Event description:
It was reported that there was oversensing of the respiratory sensor signal of this cardiac resynchronization therapy defibrillator (crt-d) which led to inappropriate mode switching to atrial tachy response, as well as pacing inhibition and more than two seconds of asystole. There was also noise present on the right atrial (ra) channel (non-boston scientific product) that was unrelated to the respiratory signal. Technical services recommended turning the respiratory rate trend (rrt) feature off. After deactivating the rrt feature, additional noise was also observed on the right ventricular (rv) channel (non-boston scientific product). Pace impedance on the rv lead was in the upper 200 ohms range; however, there were abrupt fluctuations in impedance to 800-900 ohms. The physician concluded that both the ra and rv noise, as well as the fluctuating impedance, were lead-related and it was planned to more closely monitor the patient. At this time, this crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was oversensing of the respiratory sensor signal of this cardiac resynchronization therapy defibrillator (crt-d) which led to inappropriate mode switching to atrial tachy response, as well as pacing inhibition and more than two seconds of asystole. There was also noise present on the right atrial (ra) channel (non-boston scientific product) that was unrelated to the respiratory signal. Technical services recommended turning the respiratory rate trend (rrt) feature off. After deactivating the rrt feature, additional noise was also observed on the right ventricular (rv) channel (non-boston scientific product). Pace impedance on the rv lead was in the upper 200 ohms range; however, there were abrupt fluctuations in impedance to 800-900 ohms. The physician concluded that both the ra and rv noise, as well as the fluctuating impedance, were lead-related and it was planned to more closely monitor the patient. At this time, this crt-d remains in service and no adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.